Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in a shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 10atm for 1 minute, however a balloon pinhole rupture was noted upon second inflation at 10atm for 1 minute. The device able to remove from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.